Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced hypotension while still in the operating room (or) post implant. A decision was made in the or to implant an intra-aortic balloon pump for the hypotension. This was also felt to meet exclusion criteria #1: "post implant additional temporary mechanical circulatory support".

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), and the reported hypotension could not conclusively be established through this evaluation.the patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time.the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system.no further information was provided. The manufacturer is closing the file on this event.

Event description:
The aortic balloon pump resolved the patient's hypotension. The balloon pump was removed on (B)(6) 2022. Inotropes were discontinued on (B)(6)2022.